Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right jugular vein due to deep venous thrombosis (dvt) with subsequent successful laparotomy filter removal on (B)(6) 2019 due to filter fracture. The patient alleges vena cava perforation, fracture, device is unable to be retrieved and organ perforation. Patient notes and further alleges experiencing "it further penetrated my spine and bowel. The apex of the ivc filter also penetrated my caval lumen. This has cause me to live in fear and anxiety. Due to the filter's failure, I underwent an open surgical procedure to have it removed". On (B)(6) 2019, per a report from retrieval report (successful); ¿ all the legs of the filter had widely penetrated around in the retroperitoneum. One of the filter struts had penetrating anteriorly into the bowel, and there were a few penetrating into the spine. The filter hook appeared outside of the caval lumen". "We were able to identify the strut penetrating anteriorly within the mesentery. This strut was cut with a wire cutter flush to the ivc wall, and was removed". "It appeared that the top hook of the ivc filter was right at the level of both renal veins, so we had to individually carry out control of the renal veins. We did that utilizing vessel loops". "After this, we meticulously looked for all of the penetrating legs of the filter, and all the penetrating legs were sharply divided at the anterior wall of the cava, and taken out meticulously. All the anterior and lateral legs were taken out in this fashion". "We then made a longitudinal cavotomy and extended utilizing a potts. We were able to identify the filter within the cava. The top part of the filter was completely embedded within the left lateral wall of the ivc, along with fibrous tissue. We utilized #11 blade and carried out sharp dissection to completely free it up from the wall of the cava. Once it was completely freed up, it was taken out. We then made sure that all the legs were out, which we confirmed. At this point, we realized that the cava at that position was very narrowed, which was seen on the cat scan as well. Primary repair would cause a severe narrowing of the ivc at that site. So we decided to carry out patch angioplasty". "There were no immediate complications associated with my portion of surgery".

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b2, b5, b6, b7, and h6. Investigation: the following allegations have been investigated: fracture, embedment, stenosis, fear and anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The additional information regarding organ/vc perforation does not change the previous investigation results for embedment. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number and lot number are unknow; however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additioanl information received on 13may2020: date of removal: (B)(6) 2019.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation of 16apr2020 is still valid. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2019, per a report from computed tomography; ¿the patient has an ivc filter. One leg of the ivc filter projects toward the small bowel, but appears to lie between the loops of bowel ad not through the bowel.¿ (B)(6) 2019, per a report from xray; ¿there is a retrievable ivc filter to the right of midline at the l2 level. Several of the metallic legs are fractured.¿

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] on or about (B)(6) 2015, [pt] was implanted with a cook celect filter." Further alleged: '[pt´s] cook celect filter subsequently malfunctioned and caused injury and damages to ´[pt]. In particular, [pt's] filter perforated through her ivc with struts widely penetrating around in the retroperitoneum, one strut penetrating into her bowel, and struts penetrating into her spine, on a unknown date, [pt] underwent an open removal procedure. As a result, [pt] has suffered pain, emotional distress, suffering and loss of enjoyment of life." Patient outcome: alleged: "as a direct and proximate result of these malfunctions, [pt] suffered life-threatening injuries and damages and required extensive medical care and treatment"